Event description:
It was reported that the device was contaminated during unpacking. A 7x80x130 eluvia self-expanding stent was selected for an angioplasty procedure in the left proximal superficial femoral artery (sfa). During unpacking, when the device was flipped out of the tray and was contaminated by the controls that were off the field adjacent to the sterile field. The procedure was completed with another eluvia stent successfully. There were no patient complications reported.